Event description:
Asr revision; left asr resurfacing; reason(s) for revision: pain; component malignment;alval/soft tissue reaction.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update rec'd 4/5/2016: litigation received. The stem and taper sleeve are now being added for the alleged high metal ions. No revision date has been provided. This complaint was updated on: 4/20/2016

Manufacturer narrative:
UDI: (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 03/02/2017: pfs and medical records received. After review of the pfs and medical records for MDR reportability, in addition to what was previously reported, part/lot numbers provided for sleeve/stem. The complaint was updated on: 03/23/2017.

Manufacturer narrative:
Corrected: (dob) and device name. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.